Manufacturer narrative:
The pt medical records were provided by the facility on 10/30/2015. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The "certificate of death" indicates the primary cause of death as cardiopulmonary arrest due to a consequence of achromobacter xylosoxidans bacteremia, with co-morbidities of esrd and cardiac transplant being significant conditions that contributed to the outcome of death, but were not related to the cause, and tobacco use being a probable contributor. No documentation provided within the medical records revealed a causal relationship between the 2008t hd machine, the normal saline and the events of hypotension, myocardial infarction, cardiopulmonary arrest, and the outcome of death.

Event description:
At the start of treatment (0538), the pt blood pressure was 90/53, pulse 116, respiratory rate 18, temperature 96.0 degrees fahrenheit, pretreatment weight (B)(6). The pt remained hypotensive during treatment with a total of 2450ml of normal saline administered as an intervention. The dialysis treatment was terminated 71 minutes early at the pt's request. The pt complained of being cold and shivering. At the time of the treatment interruption (0833), the pt's blood pressure was 160/58, pulse 120, afebrile, and the ultrafiltration goal met was net positive 2115ml. On (B)(6) 2014, following the treatment, the pt experienced a myocardial infarction after arriving back at the nursing home and was transported to the hospital. The pt expired on (B)(6) 2015.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A fresenius employee became aware of a pt death while attempting to perform a delivery at a site on his normal route. Reportedly, the driver was told that the delivery would need to be postponed as a pt death had occurred. Follow-up info was provided by the acting clinic manager. The user facility revealed that the pt underwent dialysis treatment on (B)(6) 2015. During the treatment, the pt experienced hypotension which was treated with a bolus of normal saline. There was no allegation of a device malfunction during the treatment. Following the dialysis treatment, the pt was discharged back to the nursing home. After arriving, the pt had a myocardial infarction (mi) and was transported to the hospital. The pt died at the hospital. The exact time of the pt death and the mi are not known. Although requested, no further info has been made available by the facility.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. However, f/u was received which revealed that the pt death was not related to a device malfunction. Additionally, no documentation provided within the medical records revealed a causal relationship between the 2008t hd machine, the norma saline and the events of hypotension, myocardial infarction, cardiopulmonary arrest, and the outcome of death. A records review was performed on the reported serial number. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the DHR record review confirmed the labeling, material, and process controls were within spec.